Event description:
It was reported that pump experienced malfunction alarm with code 6, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was provided instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if problem happened again.